Manufacturer narrative:
The reported events of unacceptable threshold, high pacing impedance and under sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited undersensing, high pacing impedance and poor capture threshold. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2025. No patient consequences were reported.